Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, foreign material was protruding from the nozzle. In addition, light guide lens chip, light guide lens glue uneven, objective lens glue uneven, distal end cap damage, bending section cover glue lifting, insertion tube damage, protector split, hole in the number 1 button, play on angulation control knob, air/water volume not to specification, water removal not to specification, electrical safety test not to specification, and automated air leak test failure were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis lucera elite colonovideoscope air channel is blocked. The event occurred during reprocessing. During a standard service inspection of the customer returned device, foreign material was protruding from the nozzle. This report is to capture the reportable malfunction found at inspection. The same device was used to complete the procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the event was likely due to one of the following: a) brush got broken when brushing the air/water (a/w) valve, and bristles of the brush entered the a/w channel. Then the nozzle was clogged. B) fragments of injection tube or silicone rubber products entered the channel, which made the nozzle to be clogged. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities" "check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles." "Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged." "The channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.